Event description:
It was reported that after successful deployment of a vascular stent in the sfa, resistance was encountered during removal of the delivery system and 8-10 inches of the inner catheter detached on the guide wire. The inner catheter was removed together with the guide wire. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.